Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition with no asystole greater than two seconds. A cause of the noise was unable to be identified. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.